Manufacturer narrative:
This is one of two device reports associated with this event.

Event description:
The plaintiff's attorney alleged that the patient experienced sudden cardiac arrest and expired on that same date. Furthermore, it was alleged to have been caused by the patient's exposure to the product administered during dialysis.